Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit for the patient's site irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Customer reported that she had irritation at the pod site after wearing when pod over 48 hours. Pod site was itchy, red and blood red with blisters. The site also became hot to the touch, rough and cabbed. It burned and hurt. Doctor recommended steroid cream. Name of medication was not provided.